Manufacturer narrative:
E.1 initial reporter facility name:(B)(6). Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 2 was failed. The field service engineer replaced the plunger with broken u-link and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2 was failed. The customer reported that the drawer requires maintenance and loud clicking noises before failing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.